Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was not able to duplicate the reported issue. A customer quality engineer analyzed the device electronic records and verified the unexpected loss of power. Battery pins are replaced as precautionary measure. During evaluation the technician observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the error, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.